Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for the event. The same day as peritonitis onset, the patient was treated with injection cefazolin (1gm, once a day, intraperitoneal, for 5days), injection ceftazidime (1g, twice a day, intraperitoneal, for 5days). The following day, the patient was treated with injection imipenem (1gm, once a day, intraperitoneal, for 4days) and injection amikacin (1gm, once a day, intraperitoneal, for 4days) for peritonitis. The patient was discharged four (4) days after hospital admission. The patient was rehospitalized after two days due to abdominal pain and remained hospitalized. At the time of this report, the patient had not recovered from all the events. Pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.